Event description:
User facility reports that during laminectomy operative procedure; part of pituitary rongeur broke off in surgical wound and was lost in the disc space. The disc was removed and the surgeon was unable to find the loose piece using a mircroscope. X-rays were made showing the piece of metal was off toward the left side of interspace. A fluoroscope was brought in and a second surgeon then was able to secure the loose piece of metal and extract it. The operative procedure was extended due to this event. The pt is reported to have tolerated the procedure well.